Event description:
"The aspirator malfunctioned during code." Biomedical staff was called to evaluate aspirator after it was taken out of service. It was learned that the hosing was wrongly connected to the air out port rather than the suction port at the time of the code with a result of no available suction during the code.